Event description:
The initial report indicated that the sample involved in the report was available for analysis. Co has contacted the reporter multiple times requesting the device for analysis and the reporter has not responded to the request. Without the actual unit involved in the incident co is unable to perform an investigation. A search of the material review report was completed and no defects of this type were identified during the manufacturing process.

Event description:
After inserting the IV catheter, the nurse pushed the button to retract the needle. It made a clicking sound, but the needle never retracted and a needle stick almost occurred. The nurse observed the button on the catheter remained depressed and the spring appeared to be sprung.